Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a hematoma. The patient¿s medical history is unknown. During setup for the procedure, the patch unit was incorrectly reading the patches. The problem was isolated to the unit itself. Another patch unit was used from another hospital which delayed the procedure by an hour and a half. During this time, the patient was only under local sedation to keep them comfortable. After further clarification, additional information was provided. The patient had a groin complication following the procedure. The physicians opinion on the cause of this adverse event was that the sheaths were pulled with a high act. The event was unrelated to any bw products used in this case. It was unknown if the patient required any medical intervention. The patient did require extended hospitalization of to monitor the groin. This event is being reported under this product as the sheaths used could either be cordis preface sheath or terumo. Therefore, since the sheath is not known, will take the conservative approach and report this event under the ablation catheter.